Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, when the user replaced the lamp, lighting issues likely occurred due to excessive application of the old heat compound attached to the heat sink without sufficiently removing it, prior to installing the new lamp. This issue is addressed in the device's instructions for use (IFU): "when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired and the examination lamp life will be shortened significantly."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ the lamp remaining lit¿ was confirmed. The clv-190 (7336374) does have a faulty lamp. The lamp had excessive thermal paste on it including the lamp lens. The clv-190 was allow to burn in(using test lamp assembly including lamp) for 2 hours and the lamp did not have any issues. The unit was tested with 180 and 190 model scopes. There was minor cosmetic wear and tear on the unit¿s housing. The lamp life was at more than zero and lamp intensity value was 374. The unit passed functional inspection but failed full inspection due to faulty lamp. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. This MDR is being submitted as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that the light source lamp remained lit even though the bulb was changed many time. There was no patient involvement or patient injury reported.